Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. A good stable output was observed from the device during recharge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient experienced a sense of increasing stimulation that lasted for a few seconds. The sensation was experienced several times lately while the device was being charged. The patient had the charger not connected to the ac power supply while charging the device. Troubleshooting was performed. Adaptivestim (as) was set, and the physician checked the position and reset the orientation, eliminating all the possible relevant factors. Nonetheless, the increased sense of stimulation was still being experienced while charging. Impedance was normal. No x-ray image was available. Emi might be a possible external factor that contributed to the event (currently checked by the patient). There might be anomaly of the product, however, actions that did not require surgical interventions were being discussed for the time being. The issue was not resolved at the time of this event. No surgical intervention occurred, nor was planned. The physician¿s observation regarding severity was not severe. The patient was alive with no injury. The patient came to the office for the follow-up a week later. The mdt data and the session data were obtained. An analysis of those data has been requested to check if there was some event(s) that caused the previously reported issue. The patient will have an operation to replace the ins with another one which is not rechargeable without waiting for the result of the data analysis and the cause analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following information has already been reported in manufacturer report # (B)(4): information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulators (ins). It was reported that electrical stimulation increased or changed during recharging. Recharging affected the ins output, the patient felt irregular stimulation when recharging. It was also reported that the patient felt irregular sensation, felt stimulation changing. No further complications were reported. Any additional information regarding this event will be reported in this manufacturer report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from manufacturer representative. It was reported that a replacement procedure was performed to replace restore sensor with prime advanced stimulator on (B)(6) 2017. After the replacement procedure was performed, the issue of sense of increasing stimulation was resolved. There was no issue with the replaced device up to the present. The reported device was returned for analysis. No further complications were reported as a result of this event.